Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate that the fms vue pump-shaver box had excessive speed with the pressure went up to 150 with a minimum of 20 that caused the shaver rotations per minute (rpm to start at 2500 and went up to 3500 pressure. No further information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: d10: the date device returned to manufacturer has been updated to reflect the correct information. Investigation summary: the device was received and evaluated at the service center. The reported complaint by the customer could not be confirmed. However, it was found that pressure valve was defective. The device also failed the 1 hour pressure stability test. The irreparable pressure valve was replaced, the internal pneumatic system repaired, and the device was tested and found to be fully functional. The defective pressure valve may have caused the complaint reported by the customer, however, since the reported condition was not confirmed,the root cause for the reported failure cannot be determined. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 09/27/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.